Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a blank display. Blood glucose level at the time of the incident was not provided. The customer was able to correct the issue during troubleshooting. During a follow up call, the customer reported that the display went blank again. Blood glucose level at the time of the issue was not provided. The customer was advised that the battery cap would be replaced. The insulin pump was not replaced or returned for analysis.